Event description:
It was reported by the vns patient that she was not feeling right and was experiencing an increase in seizures and multiple physical problems secondary to seizures. The patient was programmed to an output current of 3.5ma prior to her replacement surgery on (B)(6) 2013; however, the patient states that her neurologist refuses to program her output current back to this setting. The neurologist increased output current only one increment at the patient¿s office visit on (B)(6) 2014. The patient attributes her increase in seizures to the lack of appropriate programming by her physician. Attempts for additional information have been made, but no further details have been received to date.